Manufacturer narrative:
Reference MFR complaint #98042701da. Two product improvements are underway. They include a new low profile clip cartridge and an improved actuator shaft, both of which will fit the applier in question as well as the new model.

Event description:
Customer reports, single cartridges were released from the lapro clip applier (into the surgical site) during the clipping of a cystic duct and cystic artery. The doctor picked up three cartridges through the laparoscope over a 60 minute period." There was no adverse impact to the pt save the added time for the procedure."